Event description:
On (B)(6) 2012, the patient's device battery stopped working. The next day it was reported the patient was unable to turn the stimulator on with the patient programmer. It was unknown if the patient could feel the stimulation. There was a power on reset (por) message but an error code was not available. The device was interrogated and the por message was cleared. Impedances were measured and all combinations with electrode 4 were >4000 ohms. A "couple" of electrodes were 3600 ohms and the rest were in normal range. It was noted that one of the programs was using electrode 4. It was reported that patient's doctor was in the process of scheduling a device replacement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 748951, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product type extension, product ID 748951, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product type extension, product ID 7435, lot# serial# (B)(4), implanted: explanted: product typ programmer, patient, product ID 399930, lot# j0511587v, serial# implanted: (B)(6) 2005, explanted: product type lead. (B)(4).